Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redx0743 showed one other similar product complaint(s) from this lot number. Device not returned for evaluation.

Event description:
It was reported that after the puncture was completed, the strain relief of the extension tubing was unable to be engaged with the catheter firmly. The two were separated immediately after use. No other information was provided.